Event description:
It was reported that the irrigation tube on the catheter handle was leaking. An intellanav mifi oi ablation catheter was selected for use during an ablation procedure to treat ventricular tachycardia. During the procedure, the irrigation tubing on the catheter handle was leaking. The catheter was replaced to complete the procedure and there were no patient complications. The device is expected to be returned to boston scientific for analysis.

Manufacturer narrative:
The reported failure of damaged irrigation tubing was confirmed through analysis. Visual inspection revealed the luer fitting was separated from the irrigation tubing and was not returned with the device. The adhesive and irrigation tubing were torn open at the proximal (narrowest) side of the adhesive joint securing the tubing to the luer fitting. Dried body fluid was found on the handle, main shaft and distal end. Dried saline was also found on the handle and distal end. The steering knob and the tension control knob functioned properly on both lock and unlock positions. No abnormal resistance was felt when actuating the steering mechanism. The complaint investigation conclusion code is design inadequate for purpose.

Manufacturer narrative:
Patient age at time of event: 18 years or older. The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported that the irrigation tube on the catheter handle was leaking. An intellanav mifi oi ablation catheter was selected for use during an ablation procedure to treat ventricular tachycardia. During the procedure, the irrigation tubing on the catheter handle was leaking. The catheter was replaced to complete the procedure and there were no patient complications. The device is expected to be returned to boston scientific for analysis.